Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014. According to the complainant, the patient underwent his third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2014. It was reported that the patients post procedure pft were reported to be borderline of the 80% of pre procedure pft. On (B)(6) 2014, during a routine follow up call the patient reported that he was still having symptoms of wheezing. On (B)(6) 2014 the treating physician increased the patients¿ prednisone to 60 mg. On (B)(6) 2014 the patient presented to the emergency department and reported breathing problems. The patient was treated pharmacologically, with salmeterol. The patient was hospitalized for two days from (B)(6) 2014. On (B)(6) 2014 the patient presented with chest pain and had a CT scan showing lung abscess in right upper lobe, as well as wall cavity of the left upper lobe. It was reported that it is unknown what the cause of this abscess is. It was reported that the chest pain was treated with tramadol. The abscess was treated with one month of augmentin followed by one month of azithromycin. It was reported that the patient is currently improving at home.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.